Event description:
It was reported that the patient claims that using the daybreak device caused headaches and tmj symptoms since day 1 and it also caused a change in bite. The patient met with her primary care provider (pcp), who advised it was the CPAP and not the reported device. The reporter requested new impressions to compare bite. The patient started using the device on (B)(6) 2025 and stopped using the device on (B)(6) 2025. The reported device was discarded by the patient.

Manufacturer narrative:
The reported device has been discarded. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. The patient race/ethnicity was reported as na. Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected information: e3, g2. The investigation has been completed and the results are as follows: DHR results. There were no issues during the manufacturing process. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).